Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review : product/lot information is not available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability and loosening of the femoral component at the bone to cement interface. Unknown cement was used. The cr pressfit femur and poly were replaced with a tc3 femur and fb tc3 poly. The original implant date is unknown. Doi: unknown. Dor: (B)(6) 2020; right knee.